Event description:
The 19 mm regent valve was implanted in 2005 and the pt was taking anti-coagulants. The pannus (endodermis) was grown from the ventricular side, along the pivot guard and over the leaflet which caused the leaflet to be immobile. The valve was explanted and replaced with a smaller 17 mm regent valve. The pt was reported to be in good condition.